Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that the patient experienced shortness of breath and lightheadedness. No further patient complic ations have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited early battery depletion due to high thresholds on the right ventricular (rv) lead. The rv lead exhibited chronic high thresholds since implant, noted originally at the one weeks post-operative check. The lead had been re-programmed and decision was made to review the situation and not proceed with revision at the time. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.